Manufacturer narrative:
Immediately following the notification, stimwave quality and the cr reviewed events preceding this is event. The patient has two (2) stimq peripheral nerve stimulators implanted, one on each shoulder. This event is regarding the stimq peripheral nerve stimulator located on the right shoulder - implanted on (B)(6) 2019. P/n: stq4-spr-b0, s/n: (B)(4), lot #: swo180808, exp. Date: august 01, 2020. The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was performed without any complications. As per questionnaire dated, march 03, 2020, the cr reported that on (B)(6) 2020, the patient noticed a skin irritation at the insertion site of her right shoulder - and went to see the physician on (B)(6) 2020. The cr also indicated that the patient has a spine infusion and lots of scare tissue from the neck to the lower back. The physician, prescribed antibiotics and as of (B)(6) 2020 - the patient is doing better. As per information provided by the cr via email dated, march 12, 2020 - due to unrelated health issues, the patient had to go to the hospital and re-scheduled the appointment ((B)(6) 2020) with her physician for (B)(6) 2020. During the hospital visit, a nurse revised her shoulder and indicated - that there was no infection and was healing properly. The patient met with the advanced registered nurse practitioner (arnp) on (B)(6) 2020, per conversation with cr via email dated, march 19, 2020. The arnp reported that the skin irritation was healing well and there was no sign of infection was observed - at this point the patient is content. Infection is known adverse event for spinal cord stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot # swo180808, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this event could not be attributed to the inability of the devices to meet physical, functional, performance and/ or safety specifications. Once the physician prescribed antibiotics, the skin irritation is healing well, and no signs of infection was observed. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the cr from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to reduce migration, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a skin irritation reported to stimwave on (B)(6) 2020, by clinical representative.